Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract back and appear exposed inside the jaws. This caused initialization failure. Root cause attributed to manufacturing. Additionally, the instrument was found to have failed during initialization based on log review but was not placed on an in-house system due to bent main tube. Review of the master supervisory controller (msc) logs verified six homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." The digital signal processor (dsp) logs displayed no error. This issue was caused by dislodged grip return spring. Furthermore, the vse was found to have a bent main tube. The bending damage was located at the midpoint area, and it causes the jaws not to move properly. Components adjacent to this bent main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause for the dislodged spring is attributed to the manufacturing process. Additionally, the probable root cause of error code 22026 is attributed to the dislodged spring and the probable root cause for the bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: error 22026 "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)". Additionally, a device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was not recognized by the system. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographics were requested but were unable to be provided.